Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that 206mg of busulfan with a concentration of 48.4ml in 405ml was to be administered over 310 minutes via IV pump. The nurse found that the busulfan infusion completed at 279 minutes, 31 minutes earlier than expected. The pump when programmed was checked by 2 nurses. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Only the pump module event log was received for investigation; only limited information can be obtained from this log and the medication and profile in use cannot be identified. Analysis of the log shows that at 11:17 am on (B)(6) 2016 the device was programmed to infuse at 78.4ml/hr with a vtbi of 405ml. At 11:20 am, the device alarmed for air in line (ail) and was restarted 3 minutes later. At 3:52 pm, the device alarmed for ail and was restarted 3 seconds later. The device alarmed again for ail and was then paused, and was channeled off seven minutes after it was paused. The device ran for approximately 4 hours and 31 minutes and should have delivered approximately 354.025ml. The starting volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion was not identified. The device and disposable set were not returned for investigation.